Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to interrogate. It was noted that the radiofrequency head connector on the link electronic module was seated firmly on its location. It was noted that the electrocardiogram connector had cracked solder joints and therefore the link electronic module was replaced and calibrated and the software was reloaded and updated. It was further noted that the stylus tip was loose and that the cursor on the overlay touch screen did not align with the stylus at some locations and both the stylus and the overlay were replaced, and that the programmer did not recognize the universal serial bus at the functional test and the media processing unit was therefore replaced to resolve. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate. It was noted that multiple radiofrequency programmer heads were tried but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.